Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision and was reportedly doing well postoperatively.